Manufacturer narrative:
Revision occurred 1 day after the primary surgery due to a periprosthetic fracture that occurred as a complication of patient condition. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 1 day after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to a periprosthetic fracture that likely occurred during the primary implantation of the 70 mm stem. The patient presents with poor bone quality. A 32/14 mini stem and 36 mm + 3 standard humeral cup was explanted. These parts were replaced by a 32/08 120 mm system stem and 36 mm + 3 standard humeral cup. The surgeon has stated that he plans to adjust his technique in cases such as this, using more conservative measures to prevent the forces that caused the fracture.